Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17257.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilators touchscreen was not working. It was reported that there was no patient involvement when the issue was found. No patient or user harm reported. A field service engineer (fse) went onsite and evaluated the device. During evaluation, it was reported that the touchscreen was working during the pre-operational test and control tests. Therefore, the device was returned to full clinical use without replacing any parts.